Event description:
Customer reportedly received results of 22.0 mmol/l and 10.3 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the customer no longer has the test cassette.

Event description:
Customer reportedly received results of 22.0 mmol/l and 10.3 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The following sections of the medwatch have been updated with additional information. Will not be returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.